Event description:
It was reported by service report that the zoom drive would disengage during operation. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cam bracket assembly.